Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that towards the end of an infusion of vincristine the rn attempted to fill the drip chamber with the remaining chemo when the spike fell out of the bag and dripped onto the rn and the pump. The rn was wearing chemo ppe protection. There was no harm.

Manufacturer narrative:
Concomitant products: (2)tevadaptor adaptors; 100ml b. Braun bag (B)(4), vincristine, 0.9% nacl injection; 100ml b.braun bag, (B)(4), 0.9% nacl injection, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction: disregard file (suspect set was a non-bd extension set). Since the suspect set identified in the failure investigation was determined to be a non-bd product and no malfunction has been alleged with a bd product, the file is no longer deemed reportable. The spike falling out of the drip chamber was not confirmed; since this was another vendor¿s product the root cause could not be determined.